Event description:
It was reported during use of bd vacutainer® sst¿, 1 tube was cracked, 1 tube underfilled, 1 tube had a molding defect (short shot), and 1 tube had a broken stopper. There was no health impact or consequences reported.

Manufacturer narrative:
E1. Initial reporter phone #:(B)(6). E1.initial reporter facility name :(B)(6). There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 10-oct-2025. Investigation summary: bd received two samples and four photos for investigation. Two returned samples underwent visual inspection for damages, defective stopper, and defective shield; one sample failed due to a defective stopper and another failed due to a defective shield, while neither sample showed any damage. Among the four customer-provided photos, one depicts a used tube with a crack at the lip, another shows a tube containing very little blood, a third displays a stopper with large cavities, and the fourth highlights a defective shield. For retained samples, a total of 10 were subjected to functional testing for brittleness, with none failing. Additionally, 30 retained samples were visually inspected for damages and defects, and all passed. Furthermore, 20 retained samples underwent functional tests for low or no draw, and all tubes met specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: damaged, draw volume and molding defect. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported during use of bd vacutainer® sst¿, 1 tube was cracked, 1 tube underfilled, 1 tube had a molding defect (short shot), and 1 tube had a broken stopper. There was no health impact or consequences reported.